Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.0, lab: 2.x. Date : (B)(6) 2010, inratio: 6.0, lab: 4.6. Therapeutic range: 2.5-3.5. Pt was told by doctor to hold coumadin for 2 days after results on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.